Manufacturer narrative:
Pump error 63 was present in the device trace download due to broken trace at pin on keypad assembly. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing. Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement accuracy test. Device passed the delivery accuracy test at 0.08720 inches.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The device was not making any sound when alarming. The customer reported that the pump requested for a new battery, rewound by itself, and started beeping after a new battery was inserted. The customer experienced high blood glucose during the night and was still high in the morning. The customer's blood glucose was 194 mg/dl, however, they reported that their glucose level dropped to 83 mg/dl. The customer's current blood glucose was 118 mg/dl. The customer reported that it seemed like the pump delivered a bolus by itself. The device failed the audio test during the call. The device will be returned for analysis.